Manufacturer narrative:
(B)(4). The service engineer (se) replaced the cable between the graphical user interface (gui) and display. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during preventative maintenance an 840 ventilator had a faulty display. There was no patient involvement.